Event description:
It was stated that the customer was hospitalized for low blood glucose levels, with a reading of 54 mg/dl. Prior to event, the customer had soccer practice and didn't eat anything. Later, the customer experienced a seizure, and the paramedics were called. Troubleshooting was performed, and the insulin pump passed the self test. No alarms were found in the alarm history. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.